Manufacturer narrative:
The event date was estimated. (B)(4). Approximate age of device ¿ 5 months. The event occurred at (B)(6). The device was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a hemorrhagic stroke in (B)(6) 2016 and had stayed in intensive care unit nearly since implant. A CT scan was done and neurosurgery was performed for decompression. The patient experienced weakness in movements. It was incidentally reported that the patient expired on (B)(6) 2017 due to non-device related sepsis. It was reported that prior to the patient¿s death, the pump functioned normally and that the stroke did not contribute to the outcome. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.